Manufacturer narrative:
Analysis of the lead found the conductor of the lead body was broken at the titan anchor site. The #3, #4, and #6 conductors were broken 18.4 cm from the distal end. Analysis of the extension found no anomaly.

Event description:
Additional information received from a manufacturing representative reported that the patient did not experience any trauma or car a ccidents. High impedances were noticed after the implantable neurostimulator (ins) was checked due to a loss of stimulation. The impedances had been in normal limits before. The patient was doing well and receiving effective therapy at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3877-45, lot# b0915605k, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare provider (hcp) reported via the manufacturer representative that there was a loss of stimulation and that the impedance measurements showed high impedances. The event occurred on (B)(6) 2015. The impedances were greater than 10,000 ohms and 40,000 ohms respectively at 0.7 and 3.0 volts at electrode 3, 4, and 6. It was unknown what led to the issue. Reprogramming was unsuccessful and the x-ray showed no dislocation of the lead. A surgical intervention to replace the lead and extension was performed and the issue resolved. The date of the revision was listed as (B)(6) 2015. Information was requested to clarify the date of the revision, and also for information pertaining to the cause and patient outcome. A follow-up report will be sent should additional information be received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.